Event description:
On (B) (6) 2010, patient reported having air bubbles in the insulin cartridge and stated her blood glucose has been elevated in the 300's mg/dl. Patient's target blood glucose range is 110-140 mg/dl. Patient reported she would fill an insulin cartridge using room temperature insulin, prime until insulin and air bubbles flowed out of the end and then 24 hours later, she would notice a large air bubble near the top of the cartridge. Patient stated she would disconnect the tubing, prime out the air bubble, and reconnect to bolus for the elevated blood glucose. Patient reported there was a small air bubble on the insulin cartridge window and she used a cotton swab to wipe out the air bubble. Review the change the cartridge process and manually adjusting the piston rod. Advised to attach the infusion adapter and tubing on the cartridge prior to inserting the cartridge into the infusion device. Patient reported her blood glucose has been 86-108 mg/dl today. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for evaluation.